Event description:
When using the linvatec menisectomy electrode, the tip of the electrode broke off and became lodged in the soft tissue of the patient's right knee. This occurred during a routine outpatient knee arthroscopy procedure.